Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies and autoimmune disorder. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have neoplasm malignant ("cancer") and experienced gastrooesophageal reflux disease ("having surgery the 9th for reflux") and autoimmune disorder ("new autoimmune diseases"). The patient was treated with drugs for acid related disorders and surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, neoplasm malignant and autoimmune disorder outcome was unknown and the gastrooesophageal reflux disease had not resolved. The reporter considered autoimmune disorder, gastrooesophageal reflux disease, medical device removal and neoplasm malignant to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: event device removal was added. Date of insertion and date of removal was reported. No other clinical information was received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.